Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, there was an incomplete staple line which resulted in bleeding. Suturing was used to complete the procedure with no transfusion required.